Event description:
Event occurred regarding a 4.5" smallbore bifuse ext set w/2 microclave clear, 2 clamps, luer lock where it was reported that the patients pj's was found covered in blood and they found the source of bleeding was leaking from the bifuse connected to her peripherally inserted central catheter line (PICC). They immediately clamped both lumens. The bifuse appeared to have been kinked and then snapped. Then they changed out both bifuses and didn't have any further issues. There was patient involvement, but no patient harm or injury reported.

Manufacturer narrative:
Investigation summary two photos were shared by customer, where on the first photo the item and lot information are shown, on the second photo customer is indicating where the leaks came from. One (1) used. List # mc33371 was returned for evaluation. As received, no physical damage or anomalies were visible observed. The set was primed and a leak a tear on the tube was observed. Complaint of leaks can be confirmed. The probable cause was due to unintentional pulling force during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.